Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that that the sensor alarmed sensor error alarm. Customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 423 mg/dl. Customer treated high blood glucose with insulin injections. Customer was assisted in performing the displacement and self test, tests passed. Customer was advised a tubing clamp will be sent to perform high pressure test. Customer will not be returning the device for analysis.